Event description:
The manufacturer was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a perceval valve pvs23 was implanted and explanted on the same day on (B)(6) 2021. Another perceval valve pvs25 was finally implanted. The manufacturer did not receive any allegation of a device malfunction nor of a serious injury from the site regarding this event. Based on the additional information received, the patient underwent a mitral valve repair, aortic valve replacement, atriclip left auricular appendage. After the pvs23 valve implant, on separating from bypass, there was echocardiographic evidence of valve undersizing of the aortic valve. A short additional cross clamp bypass run therefore undertaken and a perceval pvs25 was ultimately implanted. Per medical judgment received, the pvs23 valve was explanted intraoperatively due to incorrect initial size and there was no device malfunction identified. The patient had a good outcome. The explanted device is retained by the site.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model #icv1209 perceval heart valve at the time of manufacture and release. Based on the information available and medical judgment received, the root cause of the reported event can be traced to an intraoperative mis-sizing (use error). No device malfunctions occurred and no adverse event/serious injury for the patient occurred. As such, no further investigation is warranted at this time. Retained by the site